Event description:
It was reported that air bubbles were observed within the tubing. Reportedly, the customer experienced an elevated blood glucose (bg) level of 512 mg/dl and small levels of ketones. A correction bolus was delivered to address bg. Customer primed the tubing in an attempt to resolve the issue; however, issue persisted and customer loaded a new cartridge. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.